Event description:
It was reported that patient underwent total hip arthroplasty utilizing metal on metal components on (B) (6), 2008. Subsequently, a revision procedure was performed on (B) (6), 2010 due to a possible patient allergy to metal. The surgeon noted scuff marks on the modular head that was removed. The acetabular cup, taper adapter and modular head were removed and replaced with another acetabular cup, polyethylene liner and modular head.

Event description:
It was reported that patient underwent total hip arthroplasty utilizing metal on metal components on (B)(6) 2008. Subsequently, a revision procedure was performed on (B)(6) 2010 due to a possible patient allergy to metal. The surgeon noted scuff marks on the modular head that was removed. The acetabular cup, taper adapter and modular head were removed and replaced with another acetabular cup, polyethylene liner and modular head.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Evaluation of the returned component found dents, scratches and cloudy areas. There are some areas of parallel scratches consistent with wear due to subluxation or stem impingement. The articulating surface has other damage, but it is unknown if the damage occurred during component removal. The articulating surface scratches and wear marks suggest foreign particle abrasion and component wear due to subluxation and/or stem impingement. (B)(4).

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.(B) (4).